Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered in gel and tube with a bd vacutainer® sst¿ blood collection tubes. This occurred with 11 tubes and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x7. Embedded fm tube x2. Spot in tube x1. Dirty tube x1.

Event description:
It was reported that foreign matter was discovered in gel and tube with a bd vacutainer® sst¿ blood collection tubes. This occurred with 11 tubes and was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x7 embedded fm tube x2 spot in tube x1 dirty tube x1.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. All samples with the incident lot were evaluated by visual examination and the indicated failure mode for fm in gel was observed in 2 samples, damaged tubes was observed in 2 samples, spot in tube was observed in 1 sample, and dirty tube was observed in 1 sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.